Manufacturer narrative:
Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. (B)(4).

Event description:
Customer reported losing consciousness and being hospitalized due to high blood glucose levels. Customer had a blood glucose level over 600 mg/dl at the time of admission. Customer had traces of ketones at the time of admission. During troubleshooting, the insulin pump failed the high pressure test twice. Blood glucose level was 501 mg/dl at the time of the call. No further information was provided.